Event description:
The customer notified to maquet that the ambient light became dislodged and was hanging from wiring. No injuries were reported. (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through the device correction noted. Per the maquet territory manager, the customer is believed to have ordered a replacement ambient module and is performing the repair on his own.